Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's sensor came apart and one part of it stayed in the customer's body. Caller stated that they do not need to go to the doctor since the customer is fine. Nothing further was reported.